Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused sinus infections, congestion, asthma and difficulty breathing. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to sinus infections, congestion, asthma and difficulty breathing. The patient did not receive any medical intervention. The reported event of sinus infections, congestion, asthma and difficulty breathing and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case.based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. Nor is there any report of medical intervention required or received to preclude a life-threatening injury or permanent impairment. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed little contamination on the outside,dust contamination on the blower and in the blower also observed foam adhering to the tool confirming the presence of degraded sound abatement foam and slight black contamiantion at the blower seal of the blower box is consistent with the keratin contamiantion was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of dust in the airpath and there is evidence of sound abatement foam degradation is present in the device and observed little contamination on the outside. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section b7 updated in this report.